Event description:
It was reported that the xenon light source front panel was blinking. The issue was found during maintenance. There was no procedure involved and no patient involvement.

Manufacturer narrative:
E1: establishment name: (B)(6). To date, the device has not been returned. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's complaint was confirmed. Based on the results of the investigation, a definitive root cause could not be determined. However, it is like that the event reported as "front panel is blinking" was caused by a dust inside the socket. Olympus will continue to monitor field performance for this device.